Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 3.50x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the technician inflated the balloon early, then pulled negative and so the stent came off the delivery balloon inside the patient's body. A snare was used to retrieve the dislodged stent and took it out from the patient. The vessel was stented and the procedure was completed. No patient complications were reported.